Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for thie endovasular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. There was narrowing throughout the vessels. It was reported the bifurcated stent graft and components were successfully placed. Upon removal of the sheath and guidewire, the patients blood pressure dropped. The physician elected to perform an open surgical repair with the use of a conventional graft. During this procedure, it was reported that the patient coded on the operating table two different times. The patient returned to the surgery suite for treatment of bowel issues. It was reported that the patient expired within the next three days.

Manufacturer narrative:
H6: evaluation results: inherent risk of procedure (death). Related to another drug/device (another manufacturers sheath and guidewire).